Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated, d6b (explant date) is unknown.

Event description:
"It was reported that the ipg was explanted at an unknown date due to pain at the ipg site.